Manufacturer narrative:
(B)(4). Report source: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found to be broken. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instrument was broken while checking the materials before taking it to surgery. There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Component code: mechanical g04 - drill. This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, b5, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified drill bit is confirmed to be fractured. Fractured piece(s) were not returned with the drill bit. Flutes were worn and edges were dull from previous use. Scratches were present. No other damage was noted. Complaint is confirmed based on the returned device. DHR was reviewed and no discrepancies related to the reported event were found. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No additional event information to report at this time.